Event description:
Same case as 2134265-2012-05845 and 2134265-2012-05900. It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The eccentric de novo lesion was located in the non calcified left anterior descending artery. While dilating the unspecified balloon catheter, it was observed that the indicator of the encore26 inflation device was unstable. The physician used two other similar devices for dilation but there was a recurrence of the incident. Finally, the procedure was completed with another of the same device. No patient complications were reported. The patient status is reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The eccentric de novo lesion was located in the non calcified left anterior descending artery. While dilating the unspecified balloon catheter, it was observed that the indicator of the encore26 inflation device was unstable. The physician used two other similar devices for dilation but there was a recurrence of the incident. Finally, the procedure was completed with another of the same device. No patient complications were reported. The patient status is reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the unit components revealed the device was returned covered in saline. The device was soaked in warm water to dissolve the saline before proceeding to test. No visual defects where noted with the unit or unit components the unit passed leak, gauge accuracy, device locking mechanism, side load and pressure damping testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).